Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that his blood glucose had been high. Customer's blood glucose was 466 mg/dl. Device alarmed a no delivery during prime. After troubleshooting, customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.